Event description:
The patient underwent a rotator cuff repair in 2003. A post operative infection occurred and the wound subsequently dehisced as a result of the infection. Patient required re-operation. Cultures were taken and the results were negative, however, the patient was placed on antibiotics before the cultures were taken.